Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be interrogated. It was noted that the patient had an lvad. The device was explanted and replaced.